Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). An unspecified surgical procedure was performed in which the existing ipp was explanted. During the "same setting" an artificial urinary sphincter (aus) reimplant was performed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.